Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing kinked - kink in package could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because an invalid lot number was provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that as lvp 20d 2ss cv had kinked tubing. The following information was provided by the initial reporter: "it was reported by the customer that the tubing is crimped."